Event description:
Sterilizer unit in standby mode began spontaneously emitting smoke. Staff evacuated from department. Post-event, source of smoke determined to be a defective uv light ballast, which overheated and potentially caught fire. The ballast was partially melted upon discovery. Technical staff for equipment repair vendor indicated that this was potentially a known issue with this equipment.